Manufacturer narrative:
A third paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of a transcatheter valve, the patient experienced hypotension. Subsequently, the valve was fully deployed. Upon withdrawing the delivery catheter system (dcs), the valve dislodged. At this point, the physician decided to implant a second transcatheter valve. During the implant of the second valve, the patient experienced cardiac arrest. Subsequently,the physician decided to stop the implant of the second valve, and open-heart surgery was performed under cardiopulmonary bypass. Additional information was received that the first dcs interacted with the first valve causing it to dislodge. Per the physician, the cause of the cardiac arrest was pericardial effusion. Additionally, the first valve and second dcs did not cause or contribute to the cardiac arrest. The valve that dislodged was explanted. Additional information was received to note vascular access for dcs insertion was achieved by the femoral artery. The medtronic valve was implanted within the native aortic valve. The valve was slowly deployed by the dcs. Prior to withdrawing the dcs, it was centered within the inflow portion of the valve frame. The guidewire used during the case was a non-medtronic (cook medical lunderquist) device and was the cause of the pericardial effusion. Additionally, it was noted neither the first valve, the first dcs, nor the second dcs contributed to the pericardial effusion.

Event description:
It was reported that during the deployment of a transcatheter valve, the patient experienced hypotension. Subsequently, the valve was fully deployed. Upon withdrawing the delivery catheter system (dcs), the valve dislodged. At this point, the physician decided to implant a second transcatheter valve. During the implant of the second valve, the patient experienced cardiac arrest. Subsequently, the physician decided to stop the implant of the second valve, and open-heart surgery was performed under cardiopulmonary bypass.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: vlv e volutpro-29-us, product ID: evolutpro-29-us, serial/lot #: (B)(6) , ubd: 09-feb-2027, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: annex e code e0619 was inadvertently omitted from the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image and one media file were provided. The patient¿s executive summary was not provided for anatomical review. The evidence provided shows a dislodged valve in the ascending aorta. Intraprocedural images and the dislodgement event were not provided for review. However, it was reported that the valve dislodged upon withdrawing the delivery catheter system. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the valve frame. As listed in the instructions for use (IFU), potential risks associated with the implantation of the valve may include, but are not limited to, the following: prosthetic valve migration/embolization; cardiac arrest; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Due to the limited information and images provided, this review is inconclusive. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first dcs interacted with the first valve causing it to dislodge. Per the physician, the cause of the cardiac arrest was pericardial effusion. Additionally, the first valve and second dcs did not cause or contribute to the cardiac arrest. The valve that dislodged was explanted.